Manufacturer narrative:
There is no new information to report at this time. The report is being submitted to correct the sequential numbering of the follow-up reports per FDA's request. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received from author on 12/20/2017. It was reported that one 59 y.o. Male patient developed a transient ischemic attack without sequela in group 2. The event date is 03/20/2012. Physician¿s opinion regarding the causality of adverse event is procedure-related. The event result in the mild impairment of a body function or damage to a body structure. Patient did not required extended hospitalization. Patient¿s condition is fully recovered (no residual effects). Manufacturer¿s ref. #: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 90 patients underwent radio-frequency ablation from november 2009 to february 2015. Among them, 1 patient developed a transient ischemic attack without sequela in group 2. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿infarct transmurality as a criterion for first-line endo-epicardial substrate¿guided ventricular tachycardia ablation in ischemic cardiomyopathy¿ the purpose of this study was to investigate whether infarct transmurality (it) could identify patients who would benefit from a combined first-line endo-epicardial approach. Suspect device is a navistar, however catalog and lot number is unknown.